Event description:
A motor stall was reported and confirmed following an MRI medical procedure; no recovery noted. A follow-up report will be sent when additional info becomes available.

Manufacturer narrative:
(B) (4).